Manufacturer narrative:
Citation: noguchi m et al. Clinical outcomes of transcatheter aortic valve implantation (tavi) in nonagenarians from the optimized catheter valvular intervention-tavi registry. Catheter cardiovasc interv. 2020 apr 25. Doi: 10.1002/ccd.28935. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the 30-day and 2-year patient outcomes and the predictors of 2-year mortality in nonagenarians who underwent transcatheter aortic valve implantation (tavi). All data were collected from the multi-center optimized catheter valvular intervention (ocean)-tavi registry between october 2013 and may 2017. The study population included 2,588 patients and was predominantly female with a mean age of 85 years. Of those, 343 were implanted with medtronic transcatheter valves: corevalve (195) and evolut r (148). No serial numbers were provided. Among all patients, 70 in-hospital deaths occurred and a cumulative 2-year mortality of 402 patients was reported. No further details were provided. Based on the available information, medtronic was not directly associated with the deaths. Among all patients, in-hospital adverse events included: new permanent pacemaker implantation, ischemic stroke, myocardial infarction, moderate-severe paravalvular leak, new onset atrial fibrillation, major vascular complications, and life-threatening or major bleeding. Adverse events that were observed within 30-days and 2-years after tavi included: stroke and hospital readmission due to heart failure. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.